Event description:
After approx 4 years of implantation, the device was explanted because of suspicion of delaminating pacing hybrid. This device was on the suspect list of angeion for this failure mode.